Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing the uninterruptible power supply (ups) resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not start. When plugged in a working power outlet the backside fan was running but the uninterruptible power supply (ups) was making a ticking noise and did not have output voltage. There was no patient present at the time of the issue.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned for evaluation. It was reported the ups would not power on with the returned batteries. New batteries were installed and charged for a minimum of 6 hours. Load test passed. It was determined the battery pack was bad and would not hold charge. The reported allegation was confirmed.